Manufacturer narrative:
The device was discarded at the account and no lot number was provided. The device history record cannot be reviewed. If additional information is received regarding this event, a follow up report will be filed.

Event description:
It was reported that after collecting approximately 300 ml of blood, the blood clotted in the reservoir. None of the collected blood was able to be re-infused. The pt received a blood transfusion from pre-donated blood. There were no allegations of adverse consequences associated with this event.